Event description:
We were setting up to access the patient's port with safe step huber needle port access kit. While setting up, it was discovered that the needle safety device was already fully engaged and needle was unable to use. Staff report there were several other times the needle in other kits were bent and unusable, also reports of devices being unable to flush and the safety mechanism not engaging. Manufacturer response for needle port access kit, (brand not provided) (per site reporter): rep is picking the kits today.